Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported they fell many times and moved the stimulator and it was hurting and tender on their hip, so they decided to have the stimulator removed in 2017. Patient had the device and leads removed. No further complications were reported or anticipated.